Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient receiving bupivacaine (5 mg/ml at 2.2973 mg/day) and dilaudid (5 mg/ml at 2.2973 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 the hcp reported that beginning 3 weeks ago the patient was hurting and itching. Yesterday ((B)(6) 2018), the patient heard the pump alarm and early this morning the patient saw an 8476 (motor stall) code on her ptm (personal therapy manager). A motor stall was seen/confirmed at initial interrogation today. It was unknown if the patient had recently had an MRI. At the time of the report, the hcp stated that she did not have time to check the event logs to determine the date of the stall and check for any other events as they were too busy. Additional information was received on (B)(6) 2018 from an hcp via a company representative who reported that the hcp wrote a prescription for oral medication through (B)(6) 2018 and hoped to replace the pump the week of (B)(6). The patient was ¿safe and alive and would be taking orals¿. The patient had not had any mris or falls at all as of late and there had been no missed refills. The issue was not resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp had no further information regarding the event. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-jun-05. It was reported that the patient went through withdrawals when the pump was replaced because they were not getting their medication. The patient was scratching and by the time they got to the doctor they were going through withdrawals because the medication wasn't coming through the pump. At the time of replacement, the patient was "60 bones" and requested to have a smaller pump put in. It was noted that the withdrawal symptoms and pump replacement occurred in 2018, "about (B)(6)" (note: this conflicts with device records and the previous reports which indicated the pump was replaced in (B)(6)2018).